Event description:
It has been reported to philips that the flex vision monitor blank. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor was blank. Review of the system log file showed flexvision pc connection errors. The fse suggested to replace the flexvision monitor. Later the issue reoccurred after some months and rse instructed the customer to reconnect the dvi cable and other video cable. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected .